Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to clinic reporting power switching. Power disconnect alarms were triggered when connected to the controller ac power and a battery. The patient did not bring the ac adapter to clinic. They were provided a loaner ac adapter and told to call for any continued beeping and to mark any batteries in use when the beeping occurs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was not returned for evaluation. Analysis of the log files revealed that the controller has a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data files did not revealed premature power switching events involving the controller ac adapter. As a result, the reported premature power switching could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "power disconnect" alarms involving the controller ac adapter can be attributed, but not limited, to faulty internal component and/or due to an intermittent connection along the output cable or output connector. If information is provided in the future, a supplemental report will be issued.